Event description:
It was reported that this left ventricular (lv) lead exhibited pacing inhibition, over-sensing and loss of capture (loc). The patient experienced syncope and broke his ribs. The lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).